Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was advanced within the patient. While establishing the final arm angle (efaa) the clip opened. The clip was removed from the patient and a replacement triclip was selected and implanted successfully. The final tr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided without the device to analyze, the cause for the reported unintended movement associated with clip opened during efaa/testing the lock could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.